Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that he was getting a 5 flash error code. Per tech services that is a left motor fault, that indicates an issue with the right motor.